Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Additionally the alleged battery not charging issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, the battery gauge was fluctuating. Customer¿s blood glucose level was 178mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.